Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced hypoglycemia, confusion, diaphoresis, and a loss of consciousness. Customer was unable to self-treat and was treated with fruit juice and candy by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader was investigated with retained strip. Visual inspection was performed on returned reader and no issues were observed. Reader did not powered on with button depression , strip insertion or usb cable insertion. The returned reader was de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced hypoglycemia, confusion, diaphoresis, and a loss of consciousness. Customer was unable to self-treat and was treated with fruit juice and candy by a third-party. There was no report of death or permanent impairment associated with this event.